Event description:
Device 1 of 2 : reference MFR. Report#: 1627487-2018-12218.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12218. It was reported the patient¿s leads were replaced with new ones. X-rays confirmed the l5 lead had migrated. The l4 lead was replaced due to the physician inadvertently pulling the lead out while removing the l5 lead. The patient has effective therapy following the procedure.